Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed along the infusion set tubing on multiple, intermittent occurrences. The customer's highest blood glucose level was 380 mg/dl. Reportedly, the customer primed the tubing each time to resolve the issue, and continued using the pump for insulin therapy.